Event description:
It was reported that post catheter implant, the patient allegedly experienced hernia. It was further reported that the catheter migrated and sank deeper into the atrium of the heart. The device was removed and the procedure was completed using another device. The patient had to be hospitalized and the current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l catheter was returned for evaluation. Gross, microscopic visual evaluation and functional testing were performed. The investigation is confirmed for stretched and material protrusion issue as the catheter was stretched at various points and appeared to be flattened from the distal end of the luer. Destructive testing was performed by cutting the catheter multiple times on the strengthening sheath segment of the catheter. The catheter was cut where ballooning was observed to inspect the inner and outer layers. The inner layer on the catheter area just distal to ballooning felt flattened and abnormally elastic as compared to other segments of the strengthening sheath. No evidence of any blockage or obstruction was identified throughout the catheter. However the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. Also, a complete circumferential break was noted from the distal end of the luer which was appeared cut. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter implant, the patient allegedly experienced hernia. It was further reported that the catheter migrated and sank deeper into the atrium of the heart. The device was removed and the procedure was completed using another device. The patient had to be hospitalized and the current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l catheter was returned for evaluation. Gross, microscopic visual evaluation and functional testing were performed. The investigation is confirmed for stretched and material protrusion issue as the catheter was stretched at various points and appeared to be flattened from the distal end of the luer. Destructive testing was performed by cutting the catheter multiple times on the strengthening sheath segment of the catheter. The catheter was cut where ballooning was observed to inspect the inner and outer layers. The inner layer on the catheter area just distal to ballooning felt flattened and abnormally elastic as compared to other segments of the strengthening sheath. No evidence of any blockage or obstruction was identified throughout the catheter. However the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. Also, a complete circumferential break was noted from the distal end of the luer which was appeared cut. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (10/2022). Device pending return.

Event description:
It was reported that post catheter implant, the patient allegedly experienced hernia. It was further reported that the catheter migrated and sank deeper into the atrium of the heart. The device was removed and the procedure was completed using another device. The patient had to be hospitalized and the current status is unknown.